Manufacturer narrative:
Review of production records did not highlight any anomaly nor non-conformity on lot number involved (23at24a). The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery occurred on (B)(6) 2026, due to shoulder dislocation. Pre-existing following components has been explanted: smr reverse liner +3mm d.40mm (part number 1365.50.815, lot. 23at24a, ster. 2400018); smr glenosphere ø 40mm (part number 1374.09.121, lot. 2415894, ster. 2400152); smr connector small r (part number 1374.15.305, lot. 2325339, ster. 2300250); and replaced with new following ones: smr reverse liner retentive +3mm d.40mm (part number 1365.50.816); smr glenosphere ø 40mm (part number 1374.09.121); smr connector lat. +4mm small r (part number 1374.15.314). Previous surgery has been performed on (B)(6) 2024. Patient is male, date of birth (B)(6) 1943. Event occurred in the united states.